Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7171627, medical device expiration date: 06/30/2022, device manufacture date: 10/21/2017. Medical device lot #: 7264533, medical device expiration date: 09/30/2022, device manufacture date: 11/06/2017. Medical device lot #: 7264530, medical device expiration date: 09/30/2022, device manufacture date: 10/26/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger of the bd luer-lok¿ tip syringe was broken, drawing air into the barrel. Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: three samples received at bd for investigation. Samples were visually evaluated and tested for functionality (leakage). Based on the quality results of the visual and functional tests of the samples, they had satisfactory results, therefore the defect is not confirmed. Device history record review shows the lots involved (7171627, 7264533 and 7264530) were inspected according to the current work instruction with satisfactory results for the characteristics required for approval, including functional tests. In addition, the material is inspected on admission with a sample size and within the inspection plan features are evaluated visually. The materials were approved for use. Also, is important to mention that the molded plunger is monitored during the manufacturing process and there were no problems related to the failure modes of equipment or any non-conforming product during the manufacture of the lots involved. The probable cause that was determined for this event is that the device is not being used properly, that is, that a suitable needle is not being used to facilitate the movement of the fluid. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.